Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01760. Additional information found the patient's lead and ipg was explanted and replaced on (B)(6) 2021 to resolve the issue. Note: it is unknown which lead was explanted; as such both leads are being reported.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer report reference number: 3006705815-2021-00289. It was reported that the patient experienced autoreducing due to high impedances. A field representative met with the patient and confirmed high impedances on several contacts. As a result, the patient may undergo surgical intervention to address the issue.